Event description:
As reported, upon inserting the 6fr mynx control the covering over the polyethylene glycol (peg) plug separated. The peg plug itself was said to have separated from the housing around it, per the tech. The device was removed without harm to the patient and manual compression was held. Hemostasis was achieved with a second mynx control and deployed successfully. There was no reported patient injury. It was reported that a 6f non -cordis sheath was used. No complications were noted, and no medical history was given. The vessel had no tortuosity. The stick location was the femoral artery. There was no presence of pvd/calcium in the vicinity of the puncture site. The mynx control vcd was used in a diagnostic peripheral procedure and a retrograde approach was used. The deployer was mynx certified. The patient's hospitalization was not extended because of the event and the patient recovered. There are no pictures available. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2129202 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, upon inserting the 6fr mynx control vascular closure device, the covering over the polyethylene glycol (peg) plug separated. The peg plug itself was said to have separated from the housing around it, per the tech. The device was removed without harm to the patient and manual compression was held. Hemostasis was achieved with a second mynx control and deployed successfully. There was no reported patient injury. It was reported that a 6f non -cordis sheath was used. No complications were noted, and no medical history was given. The vessel had no tortuosity. The stick location was the femoral artery. There was no presence of pvd/calcium in the vicinity of the puncture site. The mynx control vcd was used in a diagnostic peripheral procedure and a retrograde approach was used. The deployer was mynx certified. The patient's hospitalization was not extended because of the event and the patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2129202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.